Event description:
Report of a midline catheter break near the suture wing.

Manufacturer narrative:
The complainant reported that the midline was inserted on (B)(6) 2024 and removed on (B)(6) 2024 due to a break at the suture wing tip. The line had been installed at the complainant's facility, but the patient was discharged to a skilled nursing facility. As a result, the complainant had limited information regarding the maintenance of the midline. When the break was identified, the line had separated from the catheter hub and was removed using clamps. The line was returned to avi on 20nov2024 for evaluation. The evaluation identified that the line was broken approximately 14mm inside the suture wing. The line appeared to be dehydrated. Potential causes of dehydration include ineffective hydration, locking, and dressing of the catheter. A root cause of the dehydration and break could not be determined.